Manufacturer narrative:
Correction: further evaluation indicates that the probe appears to have been used. Visual inspection confirmed that the black insulation around the electrode is peeling/ fraying. The device does not have any evidence to have been used during surgery. Based on the evaluation, a likely cause for this issue is due to damage incurred during sliding of the hook in and out of the sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 23 devices, for this device family and failure mode. During this same time frame 259,745 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised to: ¿examine this device prior to use for damage. Do not use if damage is found¿. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan related a customer¿s report that ¿the insulation tube was fluff(peeling)¿ from the device 60-5274-132, stealth 32 lhook lap elec pkg. This was observed during preoperative testing on (B)(6) 2023. There was no report of impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual inspection confirmed that the black insulation around the electrode is peeling/ fraying. The device does not have any evidence to have been used during surgery. Based on the evaluation, a likely cause for this issue is due to damage incurred during sliding of the hook in and out of the sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 23 devices, for this device family and failure mode. During this same time frame 259,745 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised to: ¿examine this device prior to use for damage. Do not use if damage is found¿. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan related a customer¿s report that ¿the insulation tube was fluff(peeling)¿ from the device 60-5274-132, stealth 32 lhook lap elec pkg. This was observed during preoperative testing on 30aug2023. There was no report of impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan related a customer¿s report that ¿the insulation tube was fluff(peeling)¿ from the device 60-5274-132, stealth 32 lhook lap elec pkg. This was observed during preoperative testing on (B)(6) 2023. There was no report of impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.